Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Pairing test with the (B)(6) bluetooth device was performed and passed with no deficiency. The global transmitter final functional test was performed and passed. Transmitter logs were reviewed and showed loss of connection on date of incident. The customer complaint of loss of connection was confirmed. The root cause could not be determined post investigation.